Manufacturer narrative:
H3, h6) the manufacture representative went to the site to test the imaging system and found unit had worn out xray and boost button causing intermittent failures or delayed action. Replaced with new handswitch and ran flouro and gain calibrations for customer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) the hand switch was returned to the manufacturer for analysis. Analysis found that unable to confirm reported complaint, "unresponsive pendant buttons and hand switch." Visual inspection passed. Installed hand switch into test system. System booted and readied. When actuated, the 2d button was intermittent when acquire an image. 3d and store button were functioning as expected when pressed. Hand switch was faulty. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000194, serial/lot: (B)(6). Rev. E, MDR codes added: b01, c02, d02. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported that the issue occurred intra operatively.

Event description:
There was no impact on patient outcome.

Manufacturer narrative:
The concomitant kit svc o2 bi71000194 switch xray hand was returned for ev aluation. The reported issue was unconfirmed. Visual inspection passed. The manufacturer representative (rep) installed the hand switch into a test system. The system booted and readied. When actuated, the 2d button was intermittent when acquiring an image. 3d and store button were functioning as expected when pressed. The hand switch was faulty. Previously reported codes b01, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6) no parts have been received by the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000529, serial/lot #: -, ubd: , UDI#: ; product ID: bi71000194, serial/lot #: -, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the handswitch and pendant buttons were unresponsive. Representative reported handswitch was not activating radiation. There was patient present and less than 5 minute of surgical delay. There was unknown impact on patient outcome.